Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at a display window corner.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 119 mg/dl. Standard troubleshooting was performed. The customer stated he had received troubleshooting many times but the issue persisted. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).